Manufacturer narrative:
Manufacturer name updated from a.i.d.d longford to abbott ireland diagnostics division longford the ticket search determined elevated complaint activity for the lot. Complaint trending report review determined that there is no adverse trend for the product. A review of the product labeling concluded that the issue is sufficiently addressed. No customer returns were available for evaluation. A test protocol was executed using retained samples of architect total b-hcg reagent lot 03333ui00. All validity and acceptance criteria were met, demonstrating that the lot is performing acceptably. A review of the product quality history for the lot number using search of the corrective and preventative actions system did not identify issues associated with the customers observation. No product deficiency was identified.

Manufacturer narrative:
Patient identifier does not contain enough spaces. The entire ID is (B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a false positive architect total bhcg of 603.56 miu/ml on patient sid (B)(6) that repeated negative. No impact to patient management was reported. No specific patient information was provided.